Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a routine generator change-out procedure, possible insulation degradation was observed on this right atrial (ra) lead. All measurements were normal but the decision was made to proactively replace the lead. This ra lead was replaced. No additional adverse patient effects were reported.